Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly several years following the implant, the patient developed a rash on his chest, which was determined to be an allergic reaction to cobalt and nickel. It is further alleged that blood testing at the time showed escalated levels of cobalt in the patient's blood and an MRI revealed deterioration of the hip implant and revision surgery was recommended. It is further alleged that during the revision surgery the surgeon encountered chronic inflammatory changes and corrosion. Subsequent blood testing revealed the patient still experiences elevated cobalt levels.